Event description:
It was reported that there was a rubber burning smell upon powering up the control module. There have been no patient consequences reported.

Manufacturer narrative:
Date sent 07/06/07. Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and determined that in order to correct the issue the site replaced the vacuum pump and the vso. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.